Manufacturer narrative:
UDI -- unknown part number, UDI unavailable. It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the rep, a hakim valve changed settings after am MRI and could not be reprogrammed. It was revised.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed

Manufacturer narrative:
UDI (B)(4).the device was returned for evaluation. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 200mmh2o. The valve was tested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The silicone was cut just before the cam mechanism. The cam mechanism was moved. The valve was retested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: the cam magnets were controlled and failed. The reported issue was confirmed. The abnormal polarization of the valve magnets was likely caused by an exposition of a too strong magnetic field. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.